Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began two weeks prior to contacting lifescan. The patient reported obtaining blood glucose readings of ¿190 and 159mg/dl¿ on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology these results exceed lifescan¿s criteria for accuracy. The patient manages their diabetes with an insulin pump. The patient reported developing symptoms of ¿shaky and sweaty¿ sometime after the alleged issue began. The patient reported self-treating these symptoms with food/drink. The patient denied testing on any other device. The cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged inaccuracy began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter both passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up number two. This supplemental is being submitted as information was omitted from the previous report. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.